Manufacturer narrative:
(B)(4). Date sent: 7/24/2025. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If there was malform staples please describe the staple formation? Was the malformation in the staple line at the beginning of the staple line? What is meant by "no pre compression"? Is video available for review by the ethicon team? What is meant by "beard at the intersection"? Why is it believed that it was the staple line that may have led to the intercostal bleeding? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a vats (semi-open + camera port) partial right lower lobectomy, july 3rd thursday on the afternoon, a protrusion occurred due to staple malformation. No pre-compression. There was no leakage during the surgery, and the wound was closed without being noticed. July 6th sunday around 9pm, re-thoracotomy was performed due to shock from bleeding. Bleeding from the intercostal artery. The protrusion due to staple malformation had pierced the artery. As it overlapped with the position of the protruding staple that was the cause, it was determined that it was probably a staple. As a treatment, the bleeding area was cauterized, and the staple that had become a beard was cut off. July 7th monday evening, it was extubated and the patient is stable. In the doctor's opinion, it was thought to be the position of the 1st firing, but when the sales rep watched the video of the surgery, the staple was not malformed at the 1st firing. It was not at the intersection of the 2nd firing, and malformation occurred during the 2nd firing (0.8 to 1 centimeter from the base). The patient's background information was interstitial pneumonia. Regarding the cause of this event, the doctor commented that he understood the cause of malformation, but it cannot be prevented if it is not noticed during the surgery. On another case in this event, there was a beard at the intersection part of the 2nd and 3rd firing. The sales rep had already discussed sotm, pre-compression, and selecting a cartridge color that took into account the thickness of the slr part etc. The cartridge color was gold. Additional suture was performed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2025. Additional information was requested and the following was obtained: if there was malform staples please describe the staple formation? Brush-like appearance the staple formation appeared brush-like. Was the malformation in the staple line at the beginning of the staple line? Not clear what is meant by "no pre compression"? It means that tissue compression was not performed before firing. Is video available for review by the ethicon team? Not clear. What is meant by "beard at the intersection"? The brush-like staples were at the intersection where the intercostal artery was located. Why is it believed that it was the staple line that may have led to the intercostal bleeding? Because the location intersects with the artery.